Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation, however the castor was not returned. The customer's allegation was confirmed based on photos. Based on the results of the investigation, metal fatigue within the castor mounting spigot caused the castor to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bolt of the left castor had sheared, there was abnormal sound of the left and right front castors, the liquid crystal display arm cable guide was damaged, the shelf cable winder and the shelf molding was missing and the remote cable assembly was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the wm-np2 workstation set 5 had a broken rear castor. There were no reports of patient harm.